Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap was damaged. Investigation also revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that the battery compartment was cracked from the top traveling to the bumper pad and between the bumper pad and pump case. The returned battery cap threads were found to be stripped and the cap was not able to be secured to the pump. A test battery cap was used to complete all testing. During testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking and was unable to hold a charge. (B)(6).